Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 6/12/2018. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Concomitant products: carto 3 system (model # m-5830-01, serial# unknown), ep recording system (model unknown, serial# unknown). (B)(4).

Event description:
It was reported that a patient underwent an atrioventricular (av) node ablation procedure with a preface® guiding sheath with multipurpose curve and the brim cap became detached. The connector broke off at the white hub where the catheter is introduced to the sheath. The sheath was replaced and the issue resolved with no patient consequence. This complaint has been assessed as reportable.

Manufacturer narrative:
Device evaluation summary: it was reported that a patient underwent an atrioventricular (av) node ablation procedure with a preface® guiding sheath with multipurpose curve and the brim cap became detached. Upon receipt, it was found that the device was returned without the brim cap. The outer diameter of the cannula hub thread was measured and found within specification. A lab sample cap was affixed (snapped) onto the cannula hub thread, and a functional insertion withdrawal test was performed using a lab sample preface vessel dilator. The insertion/withdrawal test was done by advancing and retracting the vessel dilator through the cannula sheath unit, and no anomalies were observed during the test. The lab sample cap remained affixed (properly snapped onto the hub thread of the complaint preface cannula sheath received) during the test. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. On-line functional tests are in place to prevent devices with this type of failure from leaving the facility. The customer complaint was confirmed. The root cause of the damage cannot be determined, since there is evidence that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).